Event description:
The customer reported leaking from a hole in the lower half of the set during an IV fluids infusion. There was no patient harm or medical intervention required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.